Manufacturer narrative:
H3 other text : device is not available.

Event description:
Consumer reported places the pen needle on his kwik pen lilly. Then removes outer and inner shield. Noticed 2 pen needles without the patient end needles. Consumer reported the same 2 pen needles that were missing he could not remove from the kwik pen. Had to discard his 2 pens. Informed caller to contact lilly with this issue - dc. Lot # 3096247; catalog# 320617; date of event 04.30.2024; date of event 05.01.2024; sample status discard.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.